Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As the device was not returned, no evaluation of the devices could be performed.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aortic dissection using two gore® tag® conformable thoracic endoprostheses. The tgu404020j was implanted, however the device moved 15mm distally during the procedure. The physicians suspected cause of the movement is due to the device being unable to follow the outer curvature of the thoracic aorta. Angiography identified a proximal type I endoleak. The tgu404015j was implanted proximally to the tgu404020j to treat the type I endoleak. The proximal type I endoleak was resolved. However, the left subclavian artery was unintentionally obstructed by the tgu404015j. A stent graft boston scientific express graft was implanted in the left subclavian artery, and blood flow of the left subclavian artery was recovered. The physician stated the obstruction of the left subclavian artery considered as a possible outcome considering the landing and sealing zone was very short. The patient tolerated the procedure.